Event description:
It was reported by the customer that when using the bd pyxis¿ es server, it went to critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device went to critical override. A technical support specialist logged into medstation and checked xml messages and deploying the interface services utility package and advising the customer to check with information technology and meditech and confirmed that the carefusion care coordination engine services (cce) were running correctly and traced active directory and order messages from meditech to the es server. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: device serial number, unique device identifier and manufacturer date not available.